Manufacturer narrative:
(B)(4). Batch#: 365a91. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40b device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The ledge of the lockout showed indentation. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not remove the staple retainer until the reload is inserted into the device. The staple retainer cannot be removed until the reload is correctly loaded into the device. The loaded device cannot be used until the staple retainer is removed. Depress the release button to ensure the instrument is in the open position. Ensure that the retaining pin actuator has been retracted. Load the device with the appropriate reload by aligning the reload with the device. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload (staple retainer still in place) is properly aligned, push the reload into the instrument until it is fully seated. Check that the reload is held securely within the jaws. The user may notice audible and/or tactile feedback when the echelon contour¿ curved cutter reload is correctly seated. The event described could not be confirmed as the device performed without any difficulties noted. The indentation noted on the lockout is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The echelon contour¿ curved cutter is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number: 365a91, and no non-conformances were identified.

Event description:
It was reported that during a gastric tube construction, the device could be fired, but the firing force was higher than expected. The staple was formed properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.